Event description:
Information received indicates the brake is not holding at the foot end of the stretcher.

Manufacturer narrative:
The technician found the foot end rocker arm was worn preventing the foot end brake from engaging. The technician installed a foot end brake steer upgrade to repair the stretcher.